Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had frozen display. Customer's blood glucose value was 175 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not working. Customer can see all of the icon on the status bar, but aside from that, there was nothing else on the screen even though customer¿s pressing the keypad. The customer stated that the time advance. The customer stated that the insulin pump screen was not completely blank. The customer stated that they can see everything on the status bar. Customer was not calling back with a frozen display after installing a new battery for previous frozen display issue. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.